Manufacturer narrative:
The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Event description:
Additional information noted lead replacement was successful.

Manufacturer narrative:
As it is unknown which lead had high impedance, both leads were reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02409. It was reported that at time of ipg (manuf. Ref # 1627487-2020-01768) replacement on (B)(6) 2020 that a lead was replaced due to high impedance. No other information.